Event description:
A surgeon initially reported epithlium edema and cloudiness of cornea after burst application of ultrasonic power during os cataract surgery. The pt had striate keratopathy up to 6 days after surgery. Additional info received from surgeon on 10/09/2006 noted hospitalizatoin was prolonged for 2 days. Surgeon stated there was no medical or surgical intervention required. Pt outcome was reported as good.

Manufacturer narrative:
Investigation and root cause analysis has not been completed to date.